Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported approximately 9 years post initial implantation patient underwent revision due to implant fracture of sleeve causing subluxation. It was reported that during initial implantation it was noticed that head was connected with sleeve to increase length...and this is off label use of device. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. An endo femoral head adaptor +7.0mm, a zmr femoral distal stem and proximal body, a versys femoral head, and a cone body extractor were returned to the product surveillance team for review. Upon receipt of the devices, the femoral stem, body, cone body extractor, and a fractured portion of the endo femoral head adaptor were assembled. The remaining fractured portion of the endo femoral head adaptor was returned assembled with the femoral head. Review of the x-ray provided identified a fracture of the right total hip arthroplasty at the femoral neck/ head junction. Significant heterotopic ossification was visible superior to the femoral neck. Significant lucency was observed along the greater trochanter, suggestive of possible osteolysis or loosening. No dislocation of the femoral head was observed. It was identified that the surgeon had implanted the endo femoral head adaptor in conjunction with the zmr revision stem, versys femoral head, and trilogy acetabular components. Device history record (DHR) was reviewed and no discrepancies were found. The reported endo femoral head adaptor was used in conjunction with a versys femoral head in a total hip configuration. The adaptor is not compatible with this configuration, as indicated in the instructions for use for the endoprosthesis femoral head. This construct is considered off-label and the root cause of this event is off-label usage. Investigation results concluded that the reported event was due to off-label usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item# 00998201713 femoral stem - revision taper - nitrided cementless 17 mm diameter 135 mm stem length, lot# 60786545. Item# 00999301845 femoral body - revision - nitrided - porous cementless 12/14 neck taper extended 46 mm neck offset, lot# 07882701. Item# 00801802805 femoral head sterile product do not resterilize 12/14 taper, lot# 61135458. Item# unknown, unknown liner, lot# unknown. Item# unknown, unknown cup, lot# unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.